Event description:
During the product analysis there were no anomalies found with the pulse generator. The generator performed according to functional specifications.

Event description:
On (B)(6) 2016, it was reported that the vns patient's device was tested during an office visit on (B)(6) 2016 and both normal mode and system diagnostic results showed a high impedance condition (dcdc -7). An implant card was later received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2016. The explanted generator was returned to the manufacturer for analysis; however, the suspect lead was not returned. The explanting facility requires a patient authorization to return explants; therefore, no analysis can be performed on the explanted lead. Analysis of the returned generator is currently underway.